Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported that the cause was undetermined. Patient stated that they were evaluated by a manufacturer representative (rep) and was told that the device was not functioning properly and needed to be replaced. No actions taken yet to address the spontaneous shocking to labia which again started (B)(6) 2019. They did mention that the issue resolves when the device was turned off. They were taking tylenol for relief of soreness. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported by patient that they started experiencing firing and shocking in outer area of labia. Patient stated they were also experiencing soreness in the area, in the lower back and in groin area. Patient states when they palpate where ins was located, it pinches. Patient states they were not sure if there was a loose connection or what the issue was. They said this started happening when they sat down. They have not contacted the healthcare professional (hcp) yet. No falls or trauma. Furthermore, on the call, it was confirmed with patient that therapy was not on because when patient turns stimulation off, they sensation stops. Patient advised to contact hcp. No further complications were reported or anticipated.